Event description:
The surgeon stated that he operated on a female for a complete acl insufficiency. Calaxo screws were used. Post surgery patient had the following problems: re-tibial swelling and leaking. Cultures taken found to be negative. Surgeon believes that the patient in the beginning stages of graft failure.

Manufacturer narrative:
Product recall initiated on august 21, 2007.